Event description:
Medtronic received information that seven months post implant of this annuloplasty band, this band was explanted and replaced with a medtronic bioprosthetic mitral valve. The physician's nurse reported that the patient had developed mitral valve regurgitation due to a "very sickened" interior leaflet of the native valve. The patient also experienced pulmonary hypertension due to recurrent mitral valve regurgitation, however, these symptoms were not directly attributed to the band's performance. No other adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: based on the available information, the failed repair may likely be due to the patient¿s native valve, as the ring and native valve were replaced with bioprosthetic valve. The reported clinical observation does not indicate a potential manufacturing issue.